Event description:
It was reported that prior to use with 2 bd 1ml luer-lok syringe the stopper was the stopper was not attached properly. The following information was provided by the initial reporter: customer reported rubber portion of plunger not properly attached. Noticed before procedure.

Manufacturer narrative:
H.6. Investigation summary: two samples and one photo were provided to our quality team for investigation. A visual inspection was performed. One of the syringes the stopper was insecure on the end of the plunger rod and the other syringe had the stopper jammed between the plunger rod and the barrel. Potential root cause for the stopper jammed/insecure defects is associated with the assembly process. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. These defects are occurring below an expected rate so no corrective actions will be made at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd 1ml luer-lok syringe the stopper was the stopper was not attached properly. The following information was provided by the initial reporter: customer reported rubber portion of plunger not properly attached. Noticed before procedure.